Manufacturer narrative:
(B)(4). Date sent: 04/13/2020 d4: batch # u5a19g device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. In addition, a reload (b) was received fully fired. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information: the device stapled half of the rectum on each side and cut the whole leaving a hole of half the section on each side of the digestive tract. It was not blocked and no abnormal operation was noticeable.

Event description:
The device partially stapled. Consolidation of sutures by crimped threads.